Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: a patient, was given intravenous puncture indwelling needle due to infusion of special drugs. After successful puncture, the infusion liquid leaked out of the interface about 10 minutes later.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9169536. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retained samples were evaluated for leakage and both passed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: a patient, was given intravenous puncture indwelling needle due to infusion of special drugs. After successful puncture, the infusion liquid leaked out of the interface about 10 minutes later.